Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical evaluation states that the IFU warns that ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Breakage of the screw or loss of fixation may occur the insertion site is not prepared properly.¿ please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction: b5: event description.

Event description:
It was reported that during an achilles tendon repair, when placing the biosure screw in the hole already drilled, the implant fractured in several parts, only a part of the implant remained inside the hole, the other parts could be recovered. When placing the implant, it damaged the autograft at the time of placement. The procedure was completed with a surgical delay greater than 30 minutes, and using a back-up device. No further complications were reported.

Manufacturer narrative:
H11: h2: corrected information in section b5, b7 and h6: health effect - impact code.

Event description:
It was reported that during an achilles tendon repair, the biosure screw fractured in several parts when placed in the drilled hole; only a part of the implant remained inside the hole while the other parts could be recovered. The insertion site was cleared prior to the anchor placement using a 6 mm femoral drill, 6 mm biosure tap, and 6 mm tunnel. No void was left in the patient. A supersuture was utilized to suture the tendon, and a surgical delay greater than 30 minutes was reported. A back-up device was available. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an achilles tendon repair, when placing the biosure screw in the hole already drilled, the implant fractured in several parts, even remained inside the hole, only a part of the implant but it could be recovered. When placing the implant, it damaged the autograft at the time of placement. The procedure was completed with a surgical delay greater than 30 minutes, and using a back-up device. No further complications were reported.